Manufacturer narrative:
Concomitant medical products: 6947, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high superior vena cava (svc) coil impedance. The transvene svc lead remains in use. No patient complications have been reported as a result of this event.